Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and the visual assessment showed heavy residue from cleaning solution on the upper display. The stm wiped off the cleaning solution on the upper display. Subsequently, the stm reloaded the software and replaced the video generator board due to fault code #63 and fault code #55 observed in the iabp log files. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to zero the pressure, and the panel would not unlock. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.